Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified damage at both ends of the stent. The most severe damage was noted at the distal end, with stent struts lifted and pushed back proximally. Slight lifting of the stent struts was noted at the proximal end. The crimped stent outer diameter of the undamaged mid-section of the stent was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16sep2019. It was reported that shaft damage occurred. The 95% stenosed target lesion was located in the moderately calcified coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the distal part of the shaft was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.